Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an unspecified solution infused faster than expected. The patient required extra monitoring and was fine otherwise. There was no report of lasting patient harm.